Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4)) on 10-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted (lot no. 927079). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), speech disorder ("speech disorder"), fatigue ("recurrent fatigue"), disturbance in attention ("difficulty concentrating"), vision blurred ("feeling of blurred vision"), balance disorder ("feeling of loss of balance when walking") and memory impairment ("memory impairment"). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to pelvic pain, speech disorder, fatigue, disturbance in attention, vision blurred, balance disorder or memory impairment. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 10-nov-2022. The most recent information was received on 16-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted (lot no. 927079). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), speech disorder ("speech disorder"), fatigue ("recurrent fatigue"), disturbance in attention ("difficulty concentrating"), vision blurred ("feeling of blurred vision"), balance disorder ("feeling of loss of balance when walking") and memory impairment ("memory impairment"). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to pelvic pain, speech disorder, fatigue, disturbance in attention, vision blurred, balance disorder or memory impairment. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. Lot number: 927079. Manufacture date: 2011-012. Expiration date: 2014-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-nov-2022: quality safety evaluation of ptc. 21-nov-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.